Event description:
It was reported that a shaft detachment occurred. A 3.50mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, there was resistance upon removing the blue protector cap and it was noted that the shaft had detached. Procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination was performed and revealed a shaft detachment at 24.8cm from the catheter tip. Hypotube kinks were present throughout. The balloon protector cap was not fully covering the blades which indicates partial removal of the cap during preparation. The device was connected to an encore inflation unit. Negative pressure was applied to maintain a vacuum to the balloon. The balloon protector was subsequently removed with no resistance encountered. No damage was noted to the balloon, blades, or tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft detachment occurred. A 3.50mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, there was resistance upon removing the blue protector cap and it was noted that the shaft had detached. Procedure was completed with a different device. There were no patient complications reported and the patient's status is good.